Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device had tubing failure which cause two doses of medication being missed. No patient injury was reported.

Manufacturer narrative:
Labeled for single use was incorrectly answered, in the initial report.

Event description:
Per email: cadd solis tubing failure causing client to miss 2 doses of medication. No patient or clinician harm. Lot number is unknown.